Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 11/24/2024, the patient reported that they experienced a cgm accuracy issue which occurred 2 days after sensor insertion into the arm. On approximately 11/23/2024, the patient was experiencing a cold sweat, weakness, and eventually fell at the staircase in his home (it is unclear if the patient felt near or down the staircase). There were no reported injuries due to the patient¿s fall. The patient¿s partner helped him up and tested his bg meter reading which was 40 mg/dl while the cgm was reading 160 mg/dl. The patient was wearing a tandem insulin pump. The patient self-treated with a soda and crackers. The patient recovered at home and did not seek assistance from a higher level of care. The patient was still recovering at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.